Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular (rv) pace impedance greater than 3000 ohms. The patient had been recently evaluated in clinic and impedance was between 800 and 1000 ohms. No signal noise was evident. Maneuvers were also performed with no drastic change in the values. The rv lead remains implanted and in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).